Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. A philips filed service engineer inspected the system onsite and confirmed the reported issue. After reviewing the log, it is confirmed the reported malfunction. Upon troubleshooting, fse found there is a display issue and review monitor not showing in the control room or on flex vision, with observed signal processing and power faults. To address these, the fse replaced the single link dvi, wcb unit, and display port adapter. Further investigation found no power to the 6-splitter. After replacing the power supply and fixing the flex vision issue, it was revealed that tsms were not receiving power. Fse replaced pdu fan tray and dcps and implanted the correction and return the parts for further analysis and the failure was due to an internal fault in the ac to dc power-supply module. After pdu fan tray and dcps was replaced, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use, and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision monitor was unable to display images no harm was reported to philips. Philips has started an investigation of this complaint.